Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
He didn't hurt himself or cut himself or any lingering pain [no adverse event]. The part where it [head] holds the bristles has come right off and fell into his mouth - oral-b [device breakage]. Case narrative: parent of an 18 year old male child reported via phone that the oral-b toothbrush head where it held the bristles came off and fell into his mouth mid-brushing. He was not hurt, cut, or had pain. No injury was reported.

Event description:
He didn't hurt himself or cut himself or any lingering pain [no adverse event]. The part where it [head] holds the bristles has come right off and fell into his mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: parent of an 18-year-old male child reported via phone that the oral-b toothbrush head where it held the bristles came off and fell into his mouth mid-brushing. He was not hurt, cut, or had pain. No injury was reported. On 13-feb-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 13-feb-2025 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.